Manufacturer narrative:
Device passed the displacement test, idle current test, run current test, self test and off no power test. Device received with normal operating currents. No blank display and unexpected battery power loss noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed battery-out limit and pump screen went blank. The customer¿s blood glucose level was 132 mg/dl at the time of the incident. Troubleshooting was not performed. The insulin pump will be returned for analysis.